Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an unrelated device change out procedure. During the procedure, the device was removed and replaced. Once connected, the chronic right ventricular lead exhibited increased defibrillation impedance. Programming changes were made. The patient was stable.